Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called in to report the insulin pump's piston continues to push on the reservoir and stated that customer received an overdose of about 20 units of insulin. During troubleshooting, the device passed displacement testing. It was discovered that the customer had not been disconnected from the insulin pump during rewind/priming process. Customer's blood glucose level was 21 mg/dl at time of reporting. Nothing further reported.